Event description:
It was reported that a patient presented with noise episodes on their right ventricular lead as far back as (B)(6) 2020. Noise was noted on another transmission on (B)(6) 2021, and seemed to be a continuous issue throughout 2021. No intervention was reported. No patient symptoms have been reported.